Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farwave was selected for use. During procedure, while removing the catheter after performing pulmonary vein isolation, the catheter could not be retracted into the sheath without difficulty. The catheter was replaced, and procedure was completed without patient complications.

Event description:
It was reported that during an atrial fibrillation ablation a farwave was selected for use. During procedure, while removing the catheter after performing pulmonary vein isolation, the catheter could not be retracted into the sheath without difficulty. The catheter was replaced and procedure was completed without patient complications.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment and undeployment were tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. Based on the product analysis difficult to withdraw was unable to confirmed.